Event description:
The customer alleges that the anesthesiologist could not flush the catheter. The catheter was replaced without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned an epidural catheter, a snaplock adapter, and a 10ml injection syringe for investigation. The returned injection syringe is not a component contained in the reported product code. A visual exam was performed and no defects were observed. Functional testing was also performed and no blockages were found. No lot number was provided by the customer; therefore, a device history record (DHR) review was performed based on a lot number from the sales history of the customer. The reported complaint of a blocked catheter was not confirmed based on the sample received. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the anesthesiologist could not flush the catheter. The catheter was replaced without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.